Event description:
A surgeon reported the equipment did not generate vacuum in the cortex process of a cataract with intraocular lens implant procedure. The sys was exchanged to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the problem reported. The company rep tested the customer's handpiece and tips and found that the vacuum issue was due to a nonconforming I/a (irrigation/aspiration) handpiece. The company rep performed functional testing with a handpiece of his own and found that vacuum was generated and the sys was functioning properly. The sys was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not betaken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this sys. The root cause of the customer reported event was determined to be due to a nonconforming I/a handpiece. The sys was found to be functioning properly. (B)(4).